Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator was explanted due to a premature battery depletion. A new device was implanted. No additional patient adverse effects were reported.